Event description:
It was reported fell really hard while in the park where kids play a couple weeks prior to the report and since then stimulation is not working; the patient had no stimulation sensation. When the patient came to in the hospital after falling, he went to check the stimulator with the programmer and it wasn¿t working. The programmer said to call the doctor and the patient was unable to adjust stimulation. It was noted that it was working prior to the fall. A couple days after getting out of the hospital, the programmer was showing power on reset (por). The patient was having more pain since falling. The patient wanted to meet with a manufacturer representative and have someone look at the implant. The patient tried troubleshooting with the recharger during the initial report and it also said por and then the por went away. The patient was able to communicate with the implantable neurostimulator (ins) and there was a little bit of charge left in the ins. The patient sat down and it went off the doctor screen and he had coupling boxes, it made a click sound, and was recharging. The patient did not see the lightning bolt on the recharger indicating that stimulation was off. The patient then tried using the programmer and it said por. The patient needed to recharged, and on the next day he was fully charged. The patient did not want to turn the ins back on until he called patient services. The patient was walked through how to clear the por. He was at 0.6 volts, turned stimulation on, and got a big jolt. The patient turned stimulation off. The patient stated that his whole head just about went blank, and wondered if something happened when he moved. It was noted that he turned stimulation on while standing and the jolt went from the implant site to the top of the neck. It was like sticking a finger in a socket. It was noted that the patient was going to call his doctor. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 74001, lot# n276363, implanted: (B)(6) 2011, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# n0053432, implanted: (B)(6) 2006, product type: lead. (B)(4).